Event description:
Per staff who reported the event, when prepping the scope, there was an issue with the balloon. When staff placed with the balloon applicator, there was a hole in the balloon. Staff placed a second one and again there was another hole. Finally on the third attempt, balloon worked. We were able to save the second balloon to show olympus.